Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Upon interrogation the atrial lead exhibited an increase in thresholds. On (B)(6) 2014 the patient again presented to the emergency room with pericardial effusion with partial tamponade. Perforation could not be confirmed via echocardiogram and x-ray. A pericardiocentesis was performed. The lead was explanted and the procedure went well.